Event description:
Boston scientific received information that this patient implanted with this pacemaker had noise on both the atrial and right ventricular channel which caused four seconds of pacing inhibition in the ventricle. The caller was inquiring about electromagnetic interference with external equipment the patient was using. Technical services discussed possible interaction with that type of equipment and recommended further testing for interaction. The caller noted all lead measurements were normal, except the thresholds had increased slightly.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted for normal battery depletion in (B)(6) 2017 and was returned to boston scientific five months later for analysis.